Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic employee (off label use, at the time). Customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.